Manufacturer narrative:
Pt's age and gender updated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii bifurcate stent graft was planned to be implanted in a patient for the endovascular treatment of a ruptured 80mm abdominal aortic aneurysm. It was reported that during the index procedure the system was unable to be purged during the preparation of the device. Another device was used to complete the procedure. As per the physician, the cause of the event was due to obstruction of the port. No clinical sequelae were reported and the patient is fine.